Event description:
I had a mobi-c total disc replacement done (B)(6) 2022. I have been having excruciating pain in my neck, right shoulder and right arm with accompanying numbness in my right hand for about six weeks. Today, I saw a surgeon. He took an x-ray and it was discovered that my implant has failed. There is no cause of this failure. I believe this to be a defective device. Mobi-c at c5-6 (cervical vertebrae).